Event description:
It was reported that during follow-up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. Noise and an increase in pacing impedance were observed. The lead was explanted and replaced.